Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-603-a908 tibial bearing broke while attempting to insert the device. While impacting the device cracked cleanly into two pieces. The broken fragment was retrieved from the patient. The bearing was replaced and the case was completed.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-603-a908 was received for investigation. Visual inspection identified breakage to the trial inferior to the ce marking. No fragments were returned for assessment. The probable cause is attributed to damage incurred during the insertion process, as alleged in the event description.